Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Correction: same event reported in manufacturer report # 6000032-2013-00127. Files being merged. However, report is not being redacted as this report still contained information that was not previously reported in report # 6000032-2013-00127. Any additional information received will be updated in supplemental reports of 6000032-2013-00127.

Event description:
It was reported that the patient experienced a lack of improvement in symptoms. An x-ray was taken and showed that one of the leads was dislodged and suggested that there was a lead breakage. As a result, the two leads were planned to be replaced. The preoperative diagnoses included gastroparesis, diabetes, and possible electrode breakage. The operation consisted of exploratory laparotomy, removal of the previously placed leads by cutting them, and placement of two new leads. It was stated that the postoperative diagnosis was lead fracture noting that the proximal lead was "broken" and had "pulled out of the stomach." The procedure was performed "without complication" and the final diagnosis was "gastroparesis" and "nonfunctional gastric pacemaker." The event ended on (B)(6) 2003 as the patient recovered from the event with therapeutic action. Additional follow-up is being conducted. Any additional information received will result in a new report.